Event description:
Surgeon inflated distal balloon on internal carotid artery with saline until the safety balloon inflated-noticed later the safety balloon was not inflated and he added more saline, said maybe 1/2 cc, ruptured the internal carotid artery with excessive pressure which required add'l surgery to repair the damaged artery. Distal balloon inflates at 8psi - safety balloon inflates at 16 psi to avoid injury from over inflation. In addition, instructions say to never exceed 1/4 cc of saline to inflated the distal balloon.

Manufacturer narrative:
The hosp has the carotid shunt so no pressure test can be done to test the safety balloon. Instructions state no (never) exceed 1/4 cc of saline in the distal balloon. This was clearly not adhered to. I talked with the surgeon and he inflated the balloon until the safety balloon inflated and then went back and added he said another 1/2 cc of saline later when he noticed the safety balloon was not inflated. Should have just pulled the sheath of the safety balloon at that time.